Manufacturer narrative:
Section a: no patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely depressed sodium results while using the alinity c processing module. The customer uses the reference range 136-144mmol/l. The following was provided: initial result 116 mmol/l, repeated on another analyzer 137 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the analyzer, performed troubleshooting procedures, and requested service. Service found no definitive cause of the discrepant results and an investigation was performed with respect to the the alinity c instrument serial number (B)(6). A review of service history for the alinity c, serial number (B)(6) revealed no additional no additional complaint tickets for erratic or discrepant patient results, nor did it identify any contributing factors to the current complaint. Review of tracking and trending for the clinical chemistry systems did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c, serial number (B)(6) was identified.